Event description:
Customer alleges the legs of the lift close every time someone is placed in it. No injury alleged.

Manufacturer narrative:
Facility stated that the legs on the lift close when a patient is placed in the lift. The facility stated that there were no injuries. The lift is still in use as this is the only lift they have.